Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. (B)(4).

Event description:
Additional information was received. It was reported that the hand piece was not in the patient's eye at the time and there was no occlusion bell.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that he experienced clogging and there was no irrigation before phaco mode during a cataract procedure. They exchanged the cassette pack with an other cassette pack and completed the procedure. There was no harm to the patient. The product sample is available. Additional information was requested; however, none has been received to date.